Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 28 mg/dl at the time of admission. The customer also reported being comatose from their low blood glucose. It was also found the customer required a glucagon shot from the paramedics, but that did not resolve their blood glucose, leading to the customer's hospitalization. The customer was hospitalized for one day in the intensive care unit. Troubleshooting did not find any issues with the customer's insulin pump. Customer was advised to monitor their insulin pump. No additional information provided.